Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer at the time of explant (unknown disposition), no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided up to this date. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer is following up with the field. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity as deemed applicable.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a memo 4d annuloplasty ring 4dm-26 was implanted and explanted on (B)(6) 2022. No further information is presently available. No allegation of any device malfunction nor of a serious injury was received from the site regarding this event.